Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
This record was submitted in error. After further follow up with the user facility, it was determined that there was no report of overheating by the user facility. Additionally, no failures were found related to overheating during device evaluation at the manufacturer facility. The device was serviced for preventive maintenance and was returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.